Manufacturer narrative:
The reporter indicated that a 12.6mm tmicl12.6 implantable collamer lens of -7.00/4.0/090 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2018. It was reported the lens unfolded upside down due to not being able to see the marks well. The lens was removed and replaced during the same initial surgery. The problem was resolved. Device code 2923: previous code not applicable. Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Pt info: unk. No similar complaint type events were reported for units within the same lot. Lens was returned in vial, in liquid. Visual inspection found haptic torn. (B)(4).

Event description:
The reporter indicated that a 12.6mm, tmicl12.6, -7.00/4.0/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. Lens rotation not associated to low vault was observed, the lens was removed and replaced during inital surgery. The problem was resolved. Cause of the event is reported as user error, unknown, and other; 1st toric icl could not see marks well. It was reported that the initial lens unfolded upside down.